Manufacturer narrative:
The device was returned to the service center for evaluation. The evaluation confirmed the customer¿s complaint due to a connection cable on the printed circuit board (pcb) front panel display got disconnected. The connection cable was reconnect and the green power indicator light was functioning normal. Non-olympus lamp life meter is reading at 486 hours 43 minutes, light intensity output measured out of range, scope socket has moisture stains (can use as is after cleaning it), unit already equipped newest ver. Main switch, fan is running ok, debris inside air pump tubing, air pressure tested ok. Lamp needs to be replaced.

Event description:
The service center was informed that the green indicator on the light source was dim. There was no patient involvement reported.